Manufacturer narrative:
The power supply unit (psu) has not yet been received by the resmed technical service center. Based on all available evidence reported, the power fault was due to a defective psu. A replacement psu was issued to the customer to address this issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's power supply unit (psu) was not delivering power. There was no patient injury reported as a result of this incident.